Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014-, product type: lead. (B)(4).

Event description:
It was reported that a manufacturing representative was working with the patient to do adaptivestim (as) reprogramming. The patient had group b for as, and the positions were working fine expect for lying and upright, but the implantable neurostimulator (ins) was recognizing the appropriate position for upright and lying down. The cause of the issue was determined to be not related to the device, but rather positional. Her neck was very short and small movements in the neck caused stimulation. The manufacturing representative fixed her transition settings. They adjusted positional change settings to achieve maximum potential and to correct the issues. They received helped and afterwards the patient felt appropriate stimulation during those positions. There was a 50% or greater symptom reduction. When the patient lay back down, she felt a jolt. The jolting was caused by the incision site. The incision was about 3-4¿ scar, appeared well healed, and it did not appear to have any signs of infection. The pain was about 1¿ above the incision site, equaled to the patient¿s bra strap. The ins pocket site appeared sore. It was noted that the patient had met with her surgeon about 7-10 days post implant. The stimulation was to cover her legs. She was advised to see her surgeon for incision site evaluation. It was later reported that the patient was doing good but was going to be referred back to her implanting physician for evaluation. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had not recovered, and the systems and issues were ongoing. The patient had low back pain described as burning sensation and the patient had wanted the permanent spinal cord stimulator (scs) removed for the past 3 months as it never alleviated her pain significantly enough. It was noted that the patient had underwent a trial of lumbar spinal cord epidural pain stimulator on (B)(6)2014, where she reported 75% pain relief in her low back and bilateral legs during the time of the trial. She was also taking hydrocodone 10-325 mg which provided 20-50% pain relief. Post-trial scs she had improvement in sleep and function. On (B)(6) 2014, the patient underwent a permanent scs placement and she tolerated the procedure well with no complications. She currently felt the same pain prior to surgery and did not recognize the scs to be working. There was low back pain rated at 8/10 radiating into bilateral lower extremities. There was at least 40% of pain relief after permanent scs placement, versus 75% while on the trial. On (B)(6) 2014, the patient presented for a follow-up status post scs placement. The stimulator was not working for her and she had relief for only 3 days after the implant. After the three days, she noticed lower back pain and numbness in the left leg and a burning sensation around the incisions. Chest ap/lateral imaging was done in the office to evaluate lead placement. There was no adverse change in the position or continuity of the bilateral epidural pain stimulator leads. The incision sites were well healed, no purulent drainage and no erythema was observed. The patient met with the doctor to discuss having the removal of the scs battery. The device area was painful and not alleviating the pain she used to have. The pain stimulator worked well for about a week after the insertion and the stimulator had not worked well since then. The doctor had taken c-arm fluoroscopic x-rays in (B)(6) of 2014 that showed no adverse change in lead or battery position. Despite several hours of programming by a manufacturing representative (rep), no satisfactory relief could be accomplished. The risk of procedure including bleeding, infection, stroke, paralysis, death, failure to heal, failure to improve, and the need for further procedure and the patient was anxious to proceed. It was later reported that a surgery was going to be scheduled to remove the scs in (B)(6) 2015. It was later reported that the patient was having the scs system removed sometime next week.